Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads. The returned battery cap was undamaged. The cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim display screen. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power. There was no damage reported to the battery compartment or battery cap. The battery cap was able to secure properly to the pump. There was no moisture or corrosion observed in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.